Event description:
It was reported the customer was hospitalized two weeks prior to the call. The customer stated their hospitalization was not caused by the insulin pump, but was caused by a bent cannula. Customer believed they did not receive adequate insulin due to their bent cannula. Customer's blood glucose at the time of hospitalization was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.